Event description:
Customer reported an unexpected negative reaction on the echo. A patient sample with a history of anti-k resulted in a negative antibody screen when tested on the echo.

Manufacturer narrative:
Review of instrument images showed negative reactions with all 3 cells of capture-r ready screen 3 (crrs 3).the reactivity of the k antigen was confirmed on retention crrs 3, lot r056. This was the same lot of crrs 3 used by the customer. The submitted patient sample (history of anti-k), was tested on our in-house echo with retention crrs(3). The sample resulted in a positive antibody screen by the echo. Cell I k+k+ reagent red cells gave 3+ positive reactivity. We were not able to reproduce the customer's observations.a service call was made. Complaint was resolved by checking functions of: incubator, camera reader, washer dispense, residual volume, peri-pump dispense, probe dispense and centrifuge speed. The system was tested, and operated within specifications with no problems observed.